Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone that they were experiencing high blood glucose level 400 mg/dl. As per stress document blood glucose level 256 mg/dl. Customer stated that auto mode was not active. The device will not be returned for the analysis.